Event description:
It was reported that the suture broke. An expel drainage catheter was selected for use. During the procedure, it was noted that the string snapped when pulled and the suture broke. Additionally, the holes are too small on the device resulting in occlusion with encrustation. There were no patient complications reported.